Event description:
This spontaneous case report was received by regulatory authority in (B)(6) on 18-mar-2016 from an adult female consumer and forwarded to bayer on 04-aug-2016. Consumer's medical history included suspect nickel allergy. On (B)(6) 2010 essure (fallopian tube occlusion insert) was placed. Consumer was (B)(6) at this time. There were no complications during placement. On an unspecified date the consumer experienced pain during menstruation, allergic complaints, tiredness, mood swings, emotional imbalance, memory loss, concentration problems, vision problems, havier menstruation. She also experienced bile problems and had her gall bladder removed. Problems with daily tasks and relation and/or family problems were reported. Doctor has been contacted and consumer was treated with unspecified medication. At time of this report the consumer had not recovered from the events and removal of essure was being planned. Company causality comment: this spontaneous non-medically confirmed case report was received via regulatory authority, and refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had allergic complaints and bile problems. Removal of essure was planned. Allergic complaints is a listed event in the reference safety information for essure, the other event is unlisted. In the present case, consumer had a history of suspected nickel allergy. Allergic reactions to essure are more commonly related to nickel sensitivity and its manifestations include skin itching, rash, eczematous dermatitis, and hives. Given the nature of the event allergic complaints and considering consumer's medical history, a causal relationship with essure cannot be excluded. Event bile problems was assessed as unrelated to essure, given its nature and considering the local effect of essure in the fallopian tubes. Non-serious events were also reported. This case was regarded as incident since device removal will be required. A product technical analysis is expected. Further information cannot be obtained.

Manufacturer narrative:
Quality-safety evaluation of ptc received on 09-sep-2016: ptc global number: (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Device similar incident listing the list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 13-sep-2016 for the following meddra preferred terms: hypersensitivity: the analysis in the global safety database revealed 25 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pt. Company causality comment: this spontaneous non-medically confirmed case report was received via regulatory authority, and refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had allergic complaints and bile problems. Removal of essure was planned. Allergic complaints is a listed event in the reference safety information for essure, the other event is unlisted. In the present case, consumer had a history of suspected nickel allergy. Allergic reactions to essure are more commonly related to nickel sensitivity and its manifestations include skin itching, rash, eczematous dermatitis, and hives. Given the nature of the event allergic complaints and considering consumer's medical history, a causal relationship with essure cannot be excluded. Event bile problems was assessed as unrelated to essure, given its nature and considering the local effect of essure in the fallopian tubes. Non-serious events were also reported. This case was regarded as incident since device removal will be required. No sample available for this investigation and no valid lot number. Therefore, a product quality defect could not be confirmed but is considered plausible. Further information cannot be obtained.